Manufacturer narrative:
Investigation into this complaint concluded it was related to a previously confirmed investigation. Complaint investigation previously confirmed a deficiency where instances of the alinity m pipettor not picking up reaction vessel (rv) (also known as rv droppng) were observed in the field. Customers noticed rvs on the instrument deck and noted an increased frequency of 1998 errors ("fluorescence signal evaluation did not meet expected criteria. Excessive noise was detected in the reference signal."). Rvs on the instrument deck indicate that the rv was dropped during transition between the sample prep unit and amp-detect unit. Urgent field safety notice / field correction recall (fa-am-feb2022-267) was issued on february 11, 2022 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on february 14, 2022. The following mdrs were also reported as related to fa-am-feb2022-267 (507-risk): 3005248192-2022-00336 3005248192-2022-00338 3005248192-2022-00339 3005248192-2022-00341 3005248192-2022-00343 3005248192-2022-00345 3005248192-2022-00347 3005248192-2022-00351 3005248192-2022-00353 3005248192-2022-00354 3005248192-2022-00355 3005248192-2022-00357 3005248192-2022-00358 3005248192-2022-00361 3005248192-2022-00362 3005248192-2022-00459 3005248192-2022-00460 3005248192-2022-00461 3005248192-2022-00462 3005248192-2022-00463 3005248192-2022-00464 3005248192-2022-00465 3005248192-2022-00466 3005248192-2022-00467 3005248192-2022-00468 3005248192-2022-00480.

Event description:
Complaint tickets reported that reaction vessels (rvs) were coming apart from rv caps during alinity m assay processing for specific integrated reaction unit (iru) lots. Due to the results of this testing investigation, it has been determined that there is a lot specific product deficiency for irus. Requirement not met/ expected result: rv assemblies should not come apart while being being used for processing assays on the alinity m system.